Manufacturer narrative:
This was initially a one-level implantation. Infection was suspected, no results were provided. Note that an initial m6-c device was placed at c6/7 in 2014. A second m6-c device was placed at c5/6 in 2018. The device at c6/7 experienced loss of height and was explanted. It is not known if the device placement or secondary surgery contributed to the events. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Manufacturer narrative:
The lot history record for the device was examined including the final inspection records and the in-process measurements. There were no non-conformances associated with the lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications and the device x-ray inspection criteria.

Event description:
Patient presented with pain in upper thoracic spine plus radiculopathy c7. The device explanted. Additional information has been requested.